Manufacturer narrative:
Event occurred in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link set would not flow. The reporter stated that the line would either barely drip or not flow at all. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.